Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The patient is not receiving therapy and will likely require surgical intervention.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
Additional information was received such as a4 - patient weight. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.